Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the cartridge fall into the patient or did this occur on the back table? What was the product code for the cartridge? Will the cartridge be returned for analysis?

Event description:
It was reported that during a laparoscopic colectomy procedure, the reload would not load properly into the stapler. It kept popping out. It was on the first firing. There were no patient consequences. Case completed with another device of the same product code.